Event description:
A female patient's lens case burst while using the system with b12. The cup burst and struck the patient's eyeglasses. The lenses broke and some fragments of glass got into the patient's eye. The patient was hospitalized with an eye injury and several glass fragments were removed from her eye. Subsequently, the patient was rehospitalized in a different city and additional glass fragments were removed. Co is awaiting further information from the reporting country regarding diagnosis, treatment, and determination as to whether or not the patient had used the correct cup.